Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Manufacturer narrative:
Final analysis of the pump revealed high battery resistance. Slight corrosion was seen on the surface of gear wheel number 3. Analysis of the catheter revealed no significant anomalies. In regards to the catheter, the manufacturer received the following: 40 degree pump connector and a proximal segment.

Event description:
The following info was previously reported in MFR's report # 3007566237201107089: [it was reported that the pump's critical alarm began sounding on (B)(6) 2011. The pt was seen in the physician's office on (B)(6) 2011. The pt showed signs of significant withdrawal, including sweating, return of spasticity, and general discomfort. The hcp interrogated the pump. The pump logs showed that the pump was running in "safe state" due to low battery. The hcp tried to re-program the pump, but it returned to safe state within 2 mins of being reset. The pt was started on oral baclofen to "help keep her out of withdrawal." It was later reported that "tone worse due to being off of itb therapy, but ok on oral meds."] Add'l info received indicated that the correct pump serial number related to the event was (B)(4). Any add'l info received regarding this event will be reported in this MFR's report. Add'l info: the device system was replaced. The device system was used to deliver baclofen. The pt recovered without sequela.